Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately a month ago prior to contacting lfs. The patient claimed he manages his diabetes with combinations of oral medication and insulins. The patient indicated he takes metformin (850mg 2x daily), novolog (15 units 2x daily), and levemir (75 units in the morning and 30 units at night). Despite the alleged power issue, the patient stated he continued to administer his dose of diabetes medications as usual. A day after the alleged issue began, the patient reportedly was feeling weak and sweaty. In spite of his symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the correct test strips were used, the patient was not a first time user of the subject meter, and the batteries needed replacement. The batteries were replaced at the time of troubleshooting; however the power button and the test strip insertion per the owner's manual still did not turn the meter on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.